Manufacturer narrative:
The field service representative (fsr) was unable to duplicate the reported complaint. The pressure module was replaced. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the cardioplegia (cpg) pressure module stopped working and prompted for recalibration. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. During laboratory analysis, the product surveillance technician (pst) connected the pressure module to lab use only (luo) testing equipment. The pressure module was tested on both channels and there were no issues observed. The data logs were evaluated and there were no failures noted. The unit operated as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.